Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional in response to a survey that the package of the internal nasal device was inspected either before or during the surgery. The packaging can be described as discolored, soiled, opened or partially opened, and past expiration date. The patient experienced serious adverse events following the a sinus procedure. The patient developed biofilm, an allergic reaction, hematoma, excessive swelling, ischemia of the skin/necrosis, dehiscence, crusting, and headache.